Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The root cause of the event was found to be consistent with insufficient customer maintenance of the analyzer.

Event description:
There was an allegation of questionable iron2 iron gen.2 results for 2 patient samples on a cobas integra 400 plus analyzer. For sample 1, the initial iron result was 10 ug/dl. The sample was repeated and the result was 41 ug/dl. For sample 2, the initial iron result was 28 ug/dl. The sample was repeated and the result was 50 ug/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) exchanged probes on the analyzer. It was found that the customer has not performed analyzer maintenance actions according to the recommended schedule. The investigation is ongoing.